Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. (Omsc). But was returned to olympus europa se & co. Kg. The subject device was sent to a third party laboratory for additional microbiological testing. The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg. (Oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, the air/water channel and the auxiliary water channel of the device. After the microbiological testing by a third party laboratory, the evaluation of the subject device by oekg confirmed following defects. Lg fibers are broken. Bending section adhesive are porous and broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for unspecified microbes. Other detailed information such as the type of microbes, number of microbes and reprocessing method was not provided. There was no report of infection associated with this report.